Manufacturer narrative:
Event date is estimated. The referenced report of gastrointestinal bleeding is covered under medwatch MFR# 2916596-2017-01219. Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 9 months. The patient remains ongoing with the left ventricular assist device (lvad). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2017, the patient was admitted to the hospital after the lvad system produced low flow alarms. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed multiple low flow hazard alarms. Due to a previous episode of gastrointestinal bleeding, the patient was off anticoagulation. The patient was diagnosed with outflow graft thrombus. It was reported that the patient was not a surgical candidate. The patient was to be discharged home with hospice care. No additional information was reported.

Manufacturer narrative:
No product was returned for evaluation. The report of low flow alarms was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Furthermore, a correlation between the device and the report of thrombus could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.